Manufacturer narrative:
The echelon catheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during aneurysm embolization treatment, the marker band dislodge during the procedure. It was reported that during the operation, the microcatheter echelon lacked a mark point. There were not any patient symptoms or complications associated with this event. The vessel was normal tortuous. No patient injury was reported.

Manufacturer narrative:
Device available, return date - additional information date manufacturer received - additional information type of report - additional information follow-up type - additional information device evaluation, device returned - additional information evaluation codes - additional information, device evaluation manufacturer narrative - additional information, device evaluation the echelon-10 micro catheter was returned for analysis. The echelon-10 distal marker band/tip was found missing and not returned. The whereabouts of the missing segment is not known. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the broken end was found to be exposed. Approximately 3.0mm of the distal marker band/tip was found missing. Upon microscopic inspection, the echelon-10 inner liner was found to be damaged and delaminated. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The broken end of the catheter exhibited plastic deformation (jagged edges and stretching) which indicated that the catheter tip separated when exceeding the tensile strength of the tubing material. It is possible high force was used (pushing/pulling) during delivery; subsequently causing the catheter tip to separate. However, the root cause for the tip separation could not be determined. The investigation determined that there was insufficient information to determine the cause of the event. Information regarding catheter tip steam shape, ancillary device used with the catheter, or resistance/difficulty during use was not reported to the manufacturer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.